Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog; 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 343 mg/dl and a bolus was delivered to address bg. Pump system check was performed with tandem technical support (cts) and the pump time was found to be incorrect. Customer corrected time. Reportedly, customer used humalog in the cartridge for 3 days. Cts informed customer that humalog was labeled for 48 hour use with the cartridge.